Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 09-apr-2026. Investigation summary: bd received four samples and one photo for investigation. The photo was evaluated and shows the reported defect, as the specimen in the tube appears to be minimal for this product. The four returned samples were inspected with no issues identified. Additionally, one hundred retained samples were visually inspected with zero visible defects. Functional tests were also performed on ten retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® urinalysis preservative urine tube, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® urinalysis preservative urine tube, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.